Event description:
In a journal article, the authors presented the results of a retrospective medical record review of 91 eyes from 91 consecutive patients who had undergone primary implantation of sulcus fixated foldable intraocular lens (iols). Four different types of lenses were compared, two models from this manufacturer. The purpose of the study was to identify factors affecting myopic shift from predicted values of refraction after sulcus fixation of foldable acrylic intraocular lenses. The authors analyzed the axial length (al) measurement of the eye and type of iol implanted to identify differences in the spherical equivalent between the predicted refraction values obtained using the srk/t formula and the manifested refraction values. The authors noted the mean myopic shift from the predicted refraction calculated using the srk/t formula was -1.04 diopters plus or minus 0.85 diopters (standard deviation) with sulcus fixation of the foldable acrylic iols. The type of iol (multi-piece vs single piece) did not affect the degree of myopic shift. However, as the al increased, the myopic shift decreased. The authors concluded that the type of iol used did not significantly affect the degree of myopic shift of foldable acrylic iols. The al should be considered when adjusting the iol power for sulcus-fixation so as not to overestimate or underestimate postoperative myopic shift in eyes with short or long al, respectively. Additional information has been requested. There are two medical device reports associated with this event. This report is for the ma60bm lenses.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested. Lee k, lee e, wee w, han y, kim m, hyon j (2012) myopic shift of foldable acrylic intraocular lenses after sulcus fixation. Br j opthalmol 2012,96:1316-19. (B)(4).